Manufacturer narrative:
Article citation: montolío-marzo, santiago, et al. ¿conjunctival bleb tearing by xen gel stent after conjunctival compression sutures.¿ european journal of ophthalmology, 11 november 2020, p. 112067212097086. Crossref, doi:10.1177/1120672120970862. Multiple requests for further information have been made. Allergan has received no response from the authors. The events of device migration and bleb perforation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Reported events of a patient returned to the hospital 12 days afterxen®45 gts implantation in the right eye due to hypotony of intraocular pressure (iop) 6 mmhg. Subconjunctival displacement of gelatin stent with a minor tip left in anterior chamber (too short segment in anterior chamber) and overfiltrating bleb were noted. Posterior pole examination showed nasal choroidal detachment, healthy macula and optic disk. The stent was repositioned back to its correct place and compression conjunctival sutures (7 -0 vycril) for further overfiltration control. 14 days after surgery, the patient came urgently due to blurred vision and ocular pain. Anterior segment examination showed wide anterior chamber depth, collapsed bleb with continuous leakage through a conjunctival tear and distal xen45 extruded close to compression sutures and lop had fallen to 6mmhg. Direct suturing was avoided due to the defect due to cystic/necrotic changes in bleb conjunctiva. Pathologic tissue was removed and it created a new bleb with healthy posterior conjunctiva autograft by conjunctival advancement technique. One year after bleb reconstruction the patient showed 9 mmhg lop with no medications were noted in the article: ¿conjunctival bleb tearing by xen gel stent after conjunctival compression sutures.¿ events have resolved and the device remains implanted.